Event description:
Patient underwent primary right tka outside cors scope. On (B)(6), 2021 the patient was revised for mechanical loosening. Patient presented with pain and signs of pji. Was revised on (B)(6), 2022. All components exchanged.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 5510f502 triathlon cr fem comp #5 r-cem lot ll27a, 5520-b-600 triathlon prim tib baseplate - cemented lot a3x4tb, 5550-g-360-e triathlon symmetric x3 patella lot 0lvn. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.